Manufacturer narrative:
Correction to mo/sn from (B)(6).

Event description:
It was reported that this patients right ventricular (rv) lead had previously been surgically abandoned due to fracture. This patient underwent an extraction procedure for this rv lead and right atrial (ra) lead due to a nickel allergy and for the ability to undergo a magnetic resonance imaging (MRI). This patients chest was opened in order to repair a tear to the superior vena cava and cardiac tamponade. Their abdomen was also opened up due to swelling in the stomach and blood not perfuming optimally. These leads were not successfully extracted as partial leads remained in the rv. The field representative noted that the leads had lots of binding. The fragments that were extracted were discarded so return is not expected. Subsequently, this patient passed away 4 days after this extraction procedure.

Event description:
It was reported that this patients right ventricular (rv) lead had previously been surgically abandoned due to fracture. This patient underwent an extraction procedure for this rv lead and right atrial (ra) lead due to a nickel allergy and for the ability to undergo a magnetic resonance imaging (MRI). This patients chest was opened in order to repair a tear to the superior vena cava and cardiac tamponade. Their abdomen was also opened up due to swelling in the stomach and blood not perfuming optimally. These leads were not successfully extracted as partial leads remained in the rv. The field representative noted that the leads had lots of binding. The fragments that were extracted were discarded so return is not expected. Subsequently, this patient passed away 4 days after this extraction procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.